Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure which made the front panel of the subject device black and made the subject device alarm when the subject device was turned on. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure which was occurred accidentally due to an error in the internal circuit. The cause of the internal circuit error was presumed to be the failure of the pressure sensor mounted on the printed circuit board. The cause of the failure of the pressure sensor mounted on the printed circuit board was presumed to be occurred with the followings; oxygen entered the subject device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Since the foreign matter (epoxy) had adhered to the mounting of the component by mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the front panel of the subject device was turned to black when the subject device was turned on during the reprocessing of laparoscopic surgery. The intended procedure was completed with the subject device. There was no report of patient injury associated with this event.